Event description:
The reporter states that she experienced an event where she became hypoglycemic and "passed out". Her husband tested her and obtained a blood glucose result of 140mg/dl on the accu-chek aviva meter. The paramedics arrived within 10 minutes and tested her and obtained a blood glucose result of 40mg/dl on the professional meter. The paramedics treated her with IV glucose and she woke up in 15 minutes after treatment. After waking, she drank oj and felt better 30 minutes later. New system sent and return requested.